Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator had atrial oversensing that was causing inappropriate automatic mode switch episodes. It was discussed with technical services that it appeared to be a result of far-field r wave oversensing. Programming changes were discussed and would be made at the next clinic visit.